Event description:
It was reported that the pt had his spectra device explanted due to dissatisfaction and pain during intercourse. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.